Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "back case melted." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and identified only evidence of thermal deformation to the rear cover. The unit was replaced.